Event description:
The pt reported no longer hearing sound sensations. Using the appropriate diagnostic equipment, it was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery is planned for 02/1999. The health care professional has been informed that the explanted device should be returned to cochlear corporation.